Event description:
It was reported that while setting up for the laparoscopic appendectomy case, the handpiece was giving error code 3. The handpiece was replaced and the case was completed successfully with no pt consequence. Device being returned.